Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer initiated a repair order to have the unit checked for proper operation. A specific issue was not stated. Upon triage on (B)(6) 2018 the service tech found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician found the unit had no audio¿. The unit was triaged and the customer¿s reported condition was confirmed. The root cause was isolated to a damaged component u14. This damage is a result of hard contact with the upper screw boss of the unit¿s main housing. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.